Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information has been requested.

Event description:
Customer reported black display. No patient harm reported.

Manufacturer narrative:
Date of report: (B)(6) 2018. Date received by mfg: 18jun2018. International UDI# (B)(4). The lcd was returned for investigation. The lcd display was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.